Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement and " ? Blood in lead when repositioning and first placing stylet in, old blood came out of inner~~~~~~~~